Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared, or approved by FDA for marketing in the united states.

Event description:
Reportedly, a high increase of the sonr amplitude signals was observed on the sonr crt optimization screen starting from 15 september 2020, and during eight weeks, without any value of av and vv delays optimization displayed. The patient is a non-responder patient presenting very large qrs complexes.